Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir unable to lock in place into the insulin pump. The customer¿s blood glucose level was unknown at the time of incident. The customer reported that they just came out of the hospital because of an accident vehicular accident. Customer was not the driver at time of vehicular accident. The insulin pump will not be returned for analysis.